Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reports via phone call indicating that the insulin pump alarm no delivery during manual/fill tubing situation. Customer's blood glucose at time of incident was unknown. Customer has been able to get insulin to come out manually while the pump will still give them a no delivery alarm during the actual fill tubing. The customer was advised to swap out of cot pump. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 24.0mmol/l. The customer was treated for high blood glucose. The customer was advised that this may be a set/site issue and revert to backup plan till replacements can be arranged.